Manufacturer narrative:
Section d4: serial number was not provided hence UDI is not known. Manufacturer's investigation conclusion: the reported event of a pump stoppage while the mpu was in use was confirmed via the provided log file. The log file contained data spanning 52 days ((B)(6) 2019 ¿ (B)(6) 2019 per time stamp). On (B)(6) 2019 at 00:21, the patient¿s pump stopped while the mpu was in use and remained at 0 rpm throughout the remainder of the log file. The patient switched to battery power during this time, however the pump did not run with either power source, or with the backup battery ¿ as a result, the issue could not be correlated to the mpu. The mpu was not returned for analysis. The root cause of the pump stop within the log file was unable to be determined through this analysis. Information regarding the cause of the pump stop and the patient¿s current status were requested multiple times, however no responses were received. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device: unknown until investigation is complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. A pump stop was observed while attached to the mpu. Patient changed over to batteries and was unable to get the pump started again. The emergency backup battery did not keep the pump running. There was a driveline fault that appeared at the end of the log file. Further information was requested but not provided.